Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Investigation revealed that there was no system malfunction. Engineering evaluations revealed there was no system malfunction. Investigation of the case logs revealed that the root cause was user technique. The software detected a possible drb shift. The user was presented with a warning stating "surveillance shit. Possible shift of the drb detected by surveillance marker. Trajectory motion disabled. Perform an anatomical landmark check and reset surveillance if applicable". After this warning, the user then reset the surveillance marker without updating the registration and proceeded to navigation. Additionally, the user reported that navigation appeared off and the drb was moved so navigation appeared more accurate. The user manual instructs the user to perform anatomical landmark checks and re-image the patient if necessary to ensure navigation integrity. The cause of the reported issue was traced to user technique.

Event description:
Pelvic fracture on the right. The surgeon planned to place screws from l4 to s2ai with an open approach. Due to the pelvic fracture on the right side, we placed the drb on the left psis with the surveillance on a sp clamp at l4. All screws were safely placed except for the s2ai on the left side. We attempted the s2ai on the left side first, since the surgeon wanted to do the hardest screw, which in this case was the s2ai right because of the fracture. Our workflow was as follows: high-speed drill, 3.5 pilot drill, advance the ee into the wound and tap across the si joint with the mis awl, tap across the joint with a 5.5 tap, same with a 7.5 tap, then place an 8.5 screw. On the left side, the 7.5 tap started butting up against the quattro spike. Everything to this point was going well. Because we were hitting the quattro spike, I suggested doing the other side first, then coming back to finish that trajectory. The other side went in well and looked safe and to plan when we took an o-arm spin. After the right side was placed, I believe the drb was bumped because the end effector looked too shallow when we received green borders for the trajectory. Unfortunately, the surveillance marker had been deactivated at this point because it kept giving false readings earlier in the case, causing the arm to lock up. The surveillance marker was being moved constantly because it was towards the top of the open wound, which is where a lot skin manipulation was required in order to fit the end effector inside the wound. The surgeon did a landmark check and even put the chickenfoot down the previous hole he made for the screw. However, this was difficult to completely trust since the s2ai trajectory rode down the joint a bit, so it had a lot play inside the joint and wasn't necessarily in the path the surgeon previously made. I suggested registering, he clicked the drb, which made the nav look closer to being on, and so he decided to place the screw on the path. In addition, this path was not in conflict with the quattro spike, leading me to further believe that this was drb shift. When we took an o-arm spin, the screw appeared to have gone straight through the sacrum without ever even crossing the si joint. He took the misplaced screw out and revised it using fluoro. The missed screw had no adverse effect on the patient.